Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of the right femoral artery using a perclose proglide after an interventional procedure performed in the mid left anterior descending (lad) artery, using a 6french sheath. Reportedly hemostasis was not achieved. Manual pressure was held for an additional 15 minutes and then a femostop device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.